Manufacturer narrative:
Product ID 39565-30, lot# v461269020, implanted: (B)(6) 2010,: product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been trying to get an implantable neurostimulator (ins) replacement since (B)(6) 2012 because her ins wasn't charging and was dead. Her physician told her she had lost too much weight and that was the cause of the issues with her ins and referred to her a plastic surgeon. The patient saw a plastic surgeon and then saw her ins physician again but was not scheduled for surgery. The patient was working with her physician to get on the schedule for surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a difficult history of not keeping a charge in the previous implantable neurostimulator (ins) and had power-on-resets (pors). It was noted that the physician wanted that patient¿s battery replaced with a non-rechargeable ins and the patient received a non-rechargeable ins.